Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device¿s system pca, blower assembly, blower chassis, blower bellow, blower cap, outlet side panel, inlet side panel, dual limb cup, rear cover, main housing, cooling fans, fan retainers, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system pca were replaced due to dust and dirt contamination and, which was not related to the malfunction/issue.